Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Complaint is confirmed with the returned products. Visual examination of the returned products identified both implants show signs of use and are fractured. The devices were submitted for further analysis. Analysis determined for the tibial plate that the fracture surface artifacts of fatigue striations are consistent with the fatigue failure mode. Material analysis of the tibial implant found the implant is consistent with print specifications. Analysis of the articular surface found the fracture was potentially caused by overloading with a lack of support due to the tibial tray fracture, and the resulting misalignment of the components possibly caused further damage. Articular surface material testing found the implant matches print specifications. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address post-operative fracture of the tibial tray and articular surface approximately fourteen (14) years post-operatively. During the procedure, the patient reportedly experienced a vascular injury and a new polyethylene articular surface was used in place of a tibial tray as a temporary spacer. The complainant noted that the vascular injury was not related to zimmer biomet implants or instrumentation. No additional intraoperative complications were reported. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date in 2009. D10/d11: concomitant medical products - nexgen cemented stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: ni, unknown nexgen femoral component size f catalog #: ni lot #: ni. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-02825.